Manufacturer narrative:
Complaint conclusion: as reported, a slalom thrill (4x4 80cm 3.7f) was delivered to the lesion; however, it ruptured during its initial inflation. Therefore, it was replaced with a new non-cordis balloon catheter (5mmx4cm) and the new balloon inflated in the lesion. A second slalom (.018 hp 80 7x4) was delivered to the lesion and inflated but it ruptured. Therefore, it was replaced with a new non-cordis balloon catheter (6mm*4cm). The procedure finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the left common femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Initially, an approach was made from the right femoral artery with a 6f non-cordis sheath introducer and a non-cordis 175cm guidewire crossed the lesion. The devices were stored and handled per the instructions for use (IFU). There were no anomalies noted when the devices were removed from the packaging. There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoops. There was no difficulty in the protective balloon covers. The devices were prepped per the IFU. The devices prepped normally (i.e. Maintain negative pressure). There were kinks nor other damages noted prior to inserting the products the product into the patient. The products were removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17616467 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the bursts could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a slalom thrill (4x4 80cm 3.7f) was delivered to the lesion; however, it ruptured during its initial inflation. Therefore, it was replaced with a new balloon catheter (5mm*4cm nse, goodman) and the new balloon inflated in the lesion. A second slalom (.018 hp 80 7x4) was delivered to the lesion and inflated but it ruptured. Therefore, it was replaced with a new balloon catheter (6mm*4cm nse, goodman). The procedure finished successfully. There was no reported patient injury. The devices were stored and handled per the instructions for use (IFU). There were no anomalies noted when the devices were removed from the packaging. There was no difficulty in removing the stylet or any of the sterile packaging components. There was no difficulty in removing the product from the hoops. There was no difficulty in the protective balloon covers. The devices were prepped per the IFU. The devices prepped normally (i.e. Maintain negative pressure). There were kinks nor other damages noted prior to inserting the products the product into the patient. The products were removed intact (in one piece) from the patient. Initially, an approach was made from the right femoral artery with a sheath introducer (6f parent, terumo) and a guidewire (175cm cruise, asahi intecc) crossed the lesion. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the left common femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.